Event description:
The pt reportedly experienced intermittencies followed by loss of lock. External equipment was exchanged; however, this did not resolve the issue. The pt's device was explanted and reimplanted with another cochlear device.